Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed err 121. No additional patient or event information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.